Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9736226, software version: 2.1.0, h6: no hardware parts have been returned for analysis. B17, c20, d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the site received a black screen upon initial boot up of the system several times. The manufacturer representative was onsite and not able to replicate issue. The site has 4 new systems and only reported on one system. The manufacturer representative verified the system was plugged into adequate wall power, and the users were properly shutting down the system. There was no patient involvement.

Manufacturer narrative:
H2-3) software analysis was performed and concluded that the syslog did not capture any grub record failure or any abnormalities while booting up the system. Application logs did not capture any splash screen issue as every session had message of showing and hiding splash screen. No other segfault, core file, database corruption or any error was seen from the logs which could have caused the reported behavior. There was insufficient information to determine whether a software anomaly contributed to the reported behavior. Codes: b01, c19, d15 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.